Event description:
An endurant stent graft was implanted in a patient for the endovascular treatment of a 5.5 cm in diameter abdominal aortic aneurysm approximately one month ago. Vessel morphology was reported as the proximal aortic neck was 23-24 mm in diameter and 27 mm in length. The right iliac artery was 13-10 mm in diameter and the left iliac artery was 11-7 mm in diameter. The femoral arteries were 7 mm in diameter. The proximal aortic neck and the left iliac artery were moderately-severely tortuous. Prior to the stent graft procedure, the left iliac artery was coiled. After implantation of the bifurcated graft, a proximal type I endoleak was discovered; the cause of the endoleak is unknown. The physician deployed a 28mm endurant cuff and performed a touch-up with another manufacturer's balloon; however during remodeling the physician ballooned too excessively, causing the vessel to rupture. The location the physician was ballooning within the stent graft is unknown. It is unknown if the cuff resolved the endoleak. The patient's blood pressure dropped and expired. The physician commented that the death was not related to the device and was caused by vessel rupture, which was caused by the excessive ballooning.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (death, rupture); patient's condition affected effectiveness of device (anatomy related; moderately-severely tortuous); caused by another drug/device (balloon); incorrect technique/procedure (over inflation of the balloon). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; moderately-severely tortuous). Another device caused failure ( balloon). User error contributed to event (over inflation of the balloon).